Event description:
It was reported that during a dilation treatment procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0-80, 120 wanda balloon catheter was advanced and upon inflation "under the specified pressure", a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).